Event description:
It was reported that a tandem mobi cartridge alarm intermittently occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm and provided instructions for the customer to put the pump into storage mode before returning it. A replacement pump with updated software was shipped to the customer, and necessary training will be available. The customer will use multiple daily injections (mdi) as backup therapy until the replacement pump arrives.